Event description:
It has been reported to philips the artifacts in the heart rhythm, disappearance of the heart rhythm on the screen of the pro monitor and values below normality of sp02 in a patient without respiratory symptoms. We attach graphic material for your assessment.